Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was submitted to diagnostic engineering for further evaluation. A follow up report will be filed when the evaluation is complete.

Event description:
It was reported that the seal was discovered to be broken on the pin collet resulting in oil leaking out of the device during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the seal was discovered to be broken on the pin collet resulting in oil leaking out of the device during cleaning. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The collet is not a repairable device and will not be returned to the user facility.